Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remains implanted. Therefore, direct product analysis was not possible. Gore® viabahn® endoprosthesis and gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) intended use / indications state: the gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery de novo and restenotic lesions up to 270 mm in length with reference vessel diameters ranging from 4.0 ¿ 7.5 mm. The gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery in-stent restenotic lesions up to 270 mm in length with reference vessel diameters ranging from 4.0 ¿ 6.5 mm. The gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions up to 80 mm in length with reference vessel diameters ranging from 4.0 ¿ 12 mm. The gore® viabahn® endoprosthesis is also indicated for the treatment of stenosis or thrombotic occlusion at the venous anastomosis of synthetic arteriovenous (av) access grafts.

Event description:
Reviewed was article, configuration affects parallel stent grafting results. This is a retrospective review of a single institute experience with the parallel graft technique, from january 2010 through september 2015. Seventy-eight (78) patients were treated with a total of 144 parallel stents for a variety of pathologic processes (juxtarenal / paravisceral - 38(49); endoleak from previous evar - 17 (22); aneurysm at site of previous open repair - 5 (6); taaa - 18 (23)). Multiple manufacturer devices were used in multiple graft-parallel stent combinations, including: medtronic endurant + gore® viabahn® endoprosthesis = 3; gore excluder + viabahn = 5; cook zenith + viabahn = 3; other + viabahn = 8. The average size of aneurysm being treated was 6.3 cm; 1.8 parallel stents on average (median, 2) were placed per patient. Average age of cohort was 76.8 years at the time of procedure, with 80% being male. Thirty day mortality was 6.4% (n=5). Average follow-up was 311 days. Most common artery stented was the renal artery (72%). The configuration data indicates one snorkel occlusion involved a gore® viabahn® endoprosthesis that had been implanted in combination with a cook zenith device. It is unknown when the occlusion occurred and if intervention was performed. Further information was requested but not made available.